Manufacturer narrative:
(B)(4). The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two shocks while in the shower. The patient went to the hospital where he received another shock and subsequently passed out. The patient was found to be hyperkalemic. An interrogation of the s-ICD found that although the patient was experiencing a ventricular tachycardia (vt), the shocks were inappropriate due to t-wave oversensing and a significant change in morphology, believed to be related to the hyperkalemia. The vt was converted with the delivery of each shock. This patient is in end-stage renal failure and on dialysis. The episode was sent to boston scientific technical services (ts) for assistance. The ts consultant discussed that it does appear that the morphology changes were most likely due to the patient's hyperkalemia. No changes in programming were recommended as the primary sensing vector appears normal. More detailed analysis of one of the episodes was requested as there was a concern that there was oversensing during post shock pacing. The ts consultant discussed that following the shock, there was asystole present with two pacing pulses observed. Once pacing is initiated, the s-ICD will change to the alternate vector per design. There were three contiguous sensed beats and the post shock pacing was terminated; however, those sensed beats were inappropriate as they were caused by oversensing of a wandering baseline and the patient was still in asystole. As a result of the oversensing, post shock pacing was terminated prematurely. In addition, it was noted that there was some undersensing noted in the alternate vector on the captured electrograms. Additional troubleshooting and programming options were discussed. No additional adverse patient effects were reported; however, it was reported that the patient was feeling very poorly during the post shock pacing episode.